Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right atrial (ra) lead was observed to have dislodged through x-ray. An invasive procedure was performed. An attempt was made to reposition the lead. It was noted that the helix took many turns to retract and then took many turns to again extend. The physician opted to explant and replace the lead. No additional adverse patient effects were reported.